Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's alarm not functioning could not be confirmed. The device's alarm system was tested extensively and all alarms functioned as expected. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's alarms were not working as expected. The reporter advised that there was no audible alarm sound coming from the device. No further details were provided. There were no reports of patient involvement associated with the reported event.